Event description:
Olympus was informed that during a unknown procedure, the device reverted to cut instead of coag when the physician pressed the foot pedal. Olympus followed up and was informed that during a polyp removal procedure, the physician accidentally pressed the cut function instead of coag on the foot pedal and cut the inside of the patient's colon. It was reported that the cut was minor and it is unknown if there was any abnormal bleeding. The patient was taken for an x-ray and it was confirmed that there was no air in the abdomen. The current condition of the patient is unknown at this time. The bio-med stated that the reported incident was due to an user error caused by the physician. The device was inspected after the procedure and no abnormalities were found. However, the device and the accessories were taken out of service and are with the risk management department until the incident has been reviewed by the user facility. No further information is available.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.